Event description:
It was reported that caller experienced continuous glucose monitor error and needed help restarting sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset steps, error did not reappear after reset, and customer successfully started new sensor session with no further issues reported.